Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was turned off and a left ventricular assist device was implanted due to the patients deteriorating heart failure.